Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a prodisc c implant. After some time it was found that the patient had bone growth anterior (heterotrophic ossification) to the implant. The implant was removed on (B)(6) 2025. A DHR review could not be completed as the part number and lot number were not provided and could not be determined during the course of the investigation. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The implant was not returned following the removal surgery therefore no device evaluation could be completed. Imaging was provided from before the removal surgery both. No device malfunction was seen on the imaging, ossification was visible. There were no anomalies associated with the complaint identified during the complaint investigation. The removal was completed due to ossification / bone growth. The submission is 1 of 1 devices involved in this event.

Event description:
A patient was implanted with a prodisc c implant. After some time it was found that the patient had bone growth anterior (heterotrophic ossification) to the implant. The implant was removed on (B)(6) 2025.